Event description:
On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141200/12830298, UDI - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the following warning among others: ¿adverse events that may occur and/or require intervention include, but are not limited to: endoleak¿.

Event description:
On (B)(6) 2010, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2019, there was a reintervention due to aneurysm sac enlargement. The cause of enlargement is unknown. The physician implanted an ovation by endologix graft to reline the gore® excluder® aaa endoprostheses and implanted an additional graft to create a ¿chimney¿. The patient tolerated the procedure.